Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown error "session has ended I have a new transmitter". Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of a an unknown error "session has ended I have a new transmitter" is reportable based on the finding of transmitter failed error. No injury or medical intervention was reported.

Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: additional information h6: event problem and evaluation codes - additional information